Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer could not recall the blood glucose (bg) value but indicated that the bg was not elevated. Reportedly, the customer cleared the alarm and resumed insulin delivery.